Manufacturer narrative:
The production device history record (DHR) for this iabp unit is not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. The touchscreen garbled. To fix the issue, the fse replaced the touchscreen and video generator board, and performed a preventive maintenance (pm) with full calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) has a screen image issue, lower half of the screen. There was no patient involvement, and no adverse event reported.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) has a screen image issue, lower half of the screen. There was no patient involvement, and no adverse event reported.